Event description:
It was reported by the rep that the (1) 512sd was used during an unknown procedure. It was reported that the trocar was opened in the sterile field. The circulator tried to arm the device but the trocar would not stay armed. A new trocar was opened and worked fine. There was no pt consequence.